Manufacturer narrative:
The device is not returned as the issue of the b30 scope communication error was resolved with removing and reseating the communication cable. The issue likely occurred temporarily because dust or other foreign matter had adhered to the electrical contact portion inside the video connector receiver. The nature of the issue being temporary, it is not considered to be a device malfunction or failure. The device history record review confirmed that device had no abnormalities in manufacturing, concession, and variations. Device was delivered on oct 30, 2018. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, h4, h6, and h10.

Manufacturer narrative:
The reported problem was resolved through troubleshooting with the assistance of olympus technical support via the phone. Upon removing and reseating the communication cable at the direction of technical support, the problem was resolved. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a (B)(4) error was generated for multiple scopes. The problem, as reported to olympus, occurred during a procedure. The intended procedure was completed using the same set of equipment. There was no patient injury, associated with the problem, reported to olympus.